Event description:
The account alleges that the device will not remain in trendelenburg.

Manufacturer narrative:
As of this report, hill-rom has yet to receive any correspondence from the account, regarding resolution to this complaint. The last correspondence received by hill-rom from the account stated that they did not have time to work on the device at that time, and that they would contact hill-rom if additional assistance was needed. Therefore, hill-rom is unable to determine whether or not this issue has been resolved. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.